Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occulsion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor. Elevated bg was addressed by a manual insulin injection.